Event description:
Caller reported that patient experienced elevated blood gluocse levels (>500 mg/dl), and an infected toe. Patient went to hospital emergency room where they were diagnosed with dka nstemi (diabetic ketoacidosis non-st-elevation myocardial infarction). Patient was treated with IV antibiotics and IV insulin. Patient's time of hospitalization: 5 days.